Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The date of death is unknown. The date of receipt was used as the date of death. The device associated with this adverse outcome was returned from a histologist with no additional information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted the outer insulation of the lead developed a cosmetic depression while in vivo, the inner insulation of the lead was observed to have blood ingression, and the outer insulation of the lead was observed to have blood ingression. Concomitant products: emdr01c implantable pulse generator (ipg), implanted: (B)(6) 2008; 5086mri52c implantable pacing lead implanted: (B)(6)2008. (B)(4).

Event description:
The lead was returned from a histologist post mortem with no additional information. The lead was received greater than five years from implant, was analyzed and tested out of specification. The date of death is unknown.